Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was a a localizer faulted error. The manufacturer representative (rep) accessed the nditoobox, which showed that the bump status and internal temp were faulted. This pointed to complementary metal-oxide semiconductor (cmos) battery failure. Delay in surgery and patient impact were not provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: -, ubd:, UDI#:. H6: multiple annex a codes were coded for this event. A1102 was coded for the localizer faulted error. A05 was coded for the bump status and internal temp being faulted. A0708 was coded for the battery failure. H6: no products were received by the manufacturer for analysis. B17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section b5 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that they were covering a t2-t8 posterior fusion procedure when they realized that the camera on the navigation system was not working, before the surgery was underway. The error was reading as ¿localizer faulted¿ and they were told that it needed to be replaced, so they switched out the system in order to proceed with the procedure. It was believed that the issue with the camera on the navigation system began a few months prior. The manufacturer representative confirmed that none of their surgeries were affected by it.